Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire was fractured. The patient presented with an acute myocardial infarction. Vascular access was obtained via a radial artery. The 98% stenosed de novo target lesion was located in a moderately calcified bifurcation of the "left coronary trunk". The concentric lesion was 3.0mm in diameter and greater than 20mm in length. Pre-dilatation was performed with an unspecified 3.5mm balloon resulting in 80% residual stenosis. Two guide wires were utilized, the 185cm pt2 moderate support guide wire and an unspecified pt graphix guide wire; significant resistance was noted while advancing. An unknown stent was implanted in the lesion and "inversion of the guide wires" was then performed. While reintroducing the pt2 moderate support wire, it became caught in the stent and fractured. The procedure was completed with a different device. Flow to the artery was maintained during the procedure as heparin and a vasodilator were utilized. Post dilatation was not performed. The patient's status is stable. Additional information has been requested and is not available.

Event description:
It was further reported that the bifurcation was between the left coronary trunk and the "da ostial". The implanted stent extended from the left coronary trunk "until the proximal third of the da" and was considered to be well positioned and well apposed. The kissing balloon technique was utilized, therefore one guide wire was placed in the da and the other in the diagonal. After the stent was implanted, the guide wires were reversed; the wire in the da was removed and then placed in the diagonal and the wire in the diagonal was then placed in the da. The location of the guide wire fracture was noted to be "half of the radiopaque portion of the guide". The fragment is approximately 14mm and remains in the "middle third of the artery". No further intervention is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).